Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2138-50, serial: (B)(4), batch: a10229/a10592. Product family: scs-linear leads, upn: (B)(4), model: sc-2208-70, serial: (B)(4), batch: 146859/153745.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. The explanted devices were not returned. No further information has been obtained despite good faith efforts.